Event description:
It was reported that during an unknown procedure, the device did not fire any staples. The anastomosis was performed manually by suturing the tissue. No adverse patient consequences.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.